Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found valve lv46 was defective and replaced the part resolving the issue. (B)(4).

Event description:
The customer reported the blood detector of a coulter lh 500 hematology analyzer failed during instrument startup. There were no erroneous results generated and patient treatment was not impacted in connection with this event.